Event description:
Per the clinic, the patient is a non-user of the device, lacks benefit and required frequent MRI imaging for non-cochlear device related reason, dementia. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.